Event description:
An event of peri procedural myocardial infarction (mi) was reported for a pt. In the opinion of the investigator, the event was mild in intensity and definitely related to the study procedure. The investigator did not assess the relationship of the device to the study drug or study device. Pt recovered/resolved.

Manufacturer narrative:
(B)(4). Results: (myocardial infarction).